Manufacturer narrative:
Please refer to the attached analysis report. - attachment: (B)(4).

Event description:
Reportedly, on (B)(6) 2019, two alerts regarding abnormal atrial and ventricular leads impedances have been sent via the remote monitoring system. However, no anomaly was observed with the subject ICD on the transmitted patient files.

Event description:
Reportedly, on (B)(6) 2019, an alert regarding abnormal atrial and ventricular leads impedances has been sent via the remote monitoring system. However, no anomaly was observed with the subject ICD on the transmitted patient files.